Manufacturer narrative:
E1 - initial reporter facility name: (B)(6). E1 - initial reporter phone: (B)(6). Device evaluated by MFR: the complaint device was returned to our post market quality assurance laboratory. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. The rated burst pressure for this device is 10 atmospheres as per pcb2cm specification. The rated burst pressure for this device is 10 atmospheres as per pcb2cm specification. A visual examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. A visual and tactile examination identified multiple shaft kinks along the length of the device. This concludes the product analysis.

Event description:
It was reported that balloon rupture occurred. The stenosed target lesion was located in arteriovenous fistula. A 7.00mm / 2.0cm / 90cm peripheral cutting balloon was advanced for dilation. However, it was noted that the balloon ruptured at the operating pressure. The procedure was completed with another of the same device. There were no patient complications as a result of this event. It was further reported that the target lesion was 80% stenosed, mildly tortuous, and non-calcified. Furthermore, the balloon ruptured during second inflation at 10 atmospheres.

Manufacturer narrative:
B5. Describe event or problem: added information, based on additional information. E1 - initial reporter facility name: (B)(6) hospital. E1 - initial reporter phone: (B)(6).

Event description:
It was reported that balloon rupture occurred. The stenosed target lesion was located in arteriovenous fistula. A 7.00mm / 2.0cm / 90cm peripheral cutting balloon was advanced for dilation. However, it was noted that the balloon ruptured at the operating pressure. The procedure was completed with another of the same device. There were no patient complications as a result of this event. It was further reported that the target lesion was 80% stenosed, mildly tortuous, and non-calcified. Furthermore, the balloon ruptured during second inflation at 10 atmospheres.

Event description:
It was reported that balloon rupture occurred. The stenosed target lesion was located in arteriovenous fistula. A 7.00mm / 2.0cm / 90cm peripheral cutting balloon was advanced for dilation. However, it was noted that the balloon ruptured at the operating pressure. The procedure was completed with another of the same device. There were no patient complications as a result of this event.

Manufacturer narrative:
E1 - initial reporter facility name: (B)(6). E1 - initial reporter phone: (B)(6).